Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits a circumferential fracture at distal side of fiber/glass cap fusion zone slightly proximal to the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits mild detritus adhesion on metal surface; the fiber exhibits severe scratch marks on outer flow tubing at the open end; the outer flow tubing exhibits mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that an hour into a prostate procedure, at 186,705 joules; 29:22 minutes, the aiming beam was observed to fire out the end of the fiber (forward-fire). The procedure was completed utilizing the same fiber. Patient outcome: "ok" - there was no patient injury reported.